Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00354, 1627487-2022-00355. It was reported that after patient underwent multiple unrelated surgeries the ipg became inoperable and was unable to communicate with external devices. It is unknown if system was set to surgery mode. Surgical intervention was undertaken wherein the inoperable ipg, and remaining leads left in situ were explanted and replaced with a new system. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.